Manufacturer narrative:
The suspect product is the aviva test strips.

Event description:
Customer reportedly received results of 392 mg/dl and 119 mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. L1 control was run and in range. Requested return of suspect device and replacement was sent. Accu-chek aviva system: meter, test strip lot number 300418, expiration date 04/30/2008.